Event description:
Event verbatim [preferred term] I got second degree burns/very painful/going to leave a scar [burns second degree], I used thermacare and ended up with 2nd and 3rd degree burns/very painful/going to leave a scar [burns third degree]. This is a spontaneous report from a contactable consumer via pfizer sponsored program thermacare (B)(6). This consumer of unspecified age and gender started to receive thermacare (unspecified trade name) on an unknown date for unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date the consumer used 16 hour thermacare and got second and third degree burns. The consumer reported "very painful" and "going to leave a scar". The action taken with thermacare and outcome of the events were unknown. Additional information has been requested and will be provided as it becomes available. Based on the information provided, the events of "second and third degree burns" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out.